Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right colectomy and creation of diverting loop ileostomy, the surgeon went to fire the stapler and the staples only went about half way through the stapler load. The staple load did not seal around the intestine as desired by surgeon. Multiple staples were fired with first device but did not fully form and grasp tissue.